Manufacturer narrative:
A visit for repair took place in the same day as the event and the product started normally after turning off the power switch of the mvs computer directly and then turning it on again. After that, the start up test, operation test, running test and navigation-linked test were performed several times and there was no problem in particular. Codes 10, 120 and 4307 are applicable. The system was serviced in the field and the mvs battery was replaced as a part of periodic maintenance. The system passed all tests and was performing as intended. Codes 10, 120 and 4307 are applicable. Concomitant medical products: other relevant device(s) are: product ID: bi71000535, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that the system operated normally and 3d images were taken and transferred to the navigation system. When cleaning up was attempted after use of the system was completed, the mobile viewing station (mvs) computer shut down. A long-press was applied on the power button of the mvs in the state of lighting up in blue. It did not change to flashing and the power was failed to turn down. There was no delay and no impact to the patient.

Manufacturer narrative:
Ime and imf codes have been added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.